Manufacturer narrative:
Reference (B)(4). Year of birth (B)(6). (B)(4). Medical products- psn fem cr cmt ccr std sz7 l catalog #: 42502606201 lot #: 62696040, psn asf uc 13mm ply r 3-7cd catalog #: 4251200413 lot #: 62707949. Report source: (B)(6). The product remains implanted and will be returned to zimmer biomet at this time. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted

Event description:
It was reported that the patient is two years post knee arthroplasty. The patient is experiencing tibial loosening. No revision has been reported to date. No additional information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. The returned radiographs were reviewed by a third party health care professional. The review found that the patient is experiencing progressive loosening of the tibial component upon comparison of the post-op and unknown time x-rays. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.